Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received seven inappropriate shocks due to atrial fibrillation (af) with rapid ventricular response. The decision made was to continue to monitor. This ICD remains in service. No additional adverse patient effects were reported.